Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent primary breast augmentation with 550cc mentor memorygel breast implants and experienced rupture and baker grade IV capsular contracture on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 550cc mentor memorygel breast implant, catalog number 3505504bc, serial number (B)(4) on (B)(6) 2020.